Manufacturer narrative:
The device was not returned to moog for eval. The complaint could not be confirmed.

Event description:
Three customers alleged that they experienced leaking at the end "hub" where it screwed into the central line cap. The leak occurs a few hours in to the therapy. There are 3 sets that failed and will be returned for investigation. There was a pt impact.